Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) during analysis no anomalies were found. It was noted that the proximal conductor is distorted; damage at implant.

Event description:
It was reported that during implant attempt, the lead didn't show any r-wave potentials and it was not possible to "stimulate". The device was not used. There were no patient complications reported as a result of this event.